Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicate that there are no known causes for the discordant positive immulite 2000 troponin result. The instrument is performing within specifications.

Event description:
A false positive immulite 200 troponin I assay result was obtained on a pt sample. The customer performed repeat testing and the results were below the laboratory established cutoff value. The discordant troponin result was not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant troponin assay result.